Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the mildly tortuous and moderate to severely calcified proximal circumflex artery. A 3.00x12mm promus element plus stent was advanced to the lesion. While stenting the proximal circumflex artery, the stent was dislodged. An unspecified stent was used to overlap the dislodged stent. A 1.5x8mm unspecified balloon catheter was used for dilation. The procedure was completed this device. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found that the stent was detached and not returned. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. It was also noted that the outer was damaged / kinked at 100mm distal to the port and the midshaft was kinked. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the mildly tortuous and moderate to severely calcified proximal circumflex artery. A 3.00x12mm promus element¿ plus was advanced to the lesion. While stenting the proximal circumflex artery, the stent was dislodged. An unspecified stent was used to overlap the dislodged stent. A 1.5x8mm unspecified balloon catheter was used for dilation. The procedure was completed this device. No patient complications were reported and the patient's status was okay.